Manufacturer narrative:
Device was received broken in two pieces. Approximately .05¿ of the drill head is separated from the length of the drill. Device was visually evaluated. The coils between the 60 mm length and 20 mm length are deformed. The depth marks along the shaft of the device are faded. The site of the break is a clean break with little material deformation. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a case the healthcare professional was using the device and the tip broke off into the patient. Broken tip was removed from the patient by over drilling. There were no reported patient injuries. No other complications were noted.